Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker oversensed noise on the right ventricular (rv) lead. An x-ray revealed what appered to be an underinserted rv lead in the device header. Intervention was performed and difficulty loosening the rv setscrew was encountered. The setscrew eventually loosened and the rv lead was tested on the pacing system analyzer (psa); the lead functioned normally. The rv lead was connected to the device and the noise reappeared. The rv lead was removed from the header and again tested on the psa, normal function observed. The physician elected to explant and replace the device. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Several attempts were made to obtain more information and retrieve the explanted product; however, they were unsuccessful. If the product is returned at a later date, it will be analyzed and an amended report will be filed